Event description:
Reports false positive tests confirmed with pcr and other rapid test. Unknown number of tests performed. Customer using expired product. Unknown if patients were symptomatic or asymptomatic. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Expired product used. Root cause: expired product used. Source: phone.